Event description:
Medtronic bio-medicus, inc received a report that during use at hosp, the bio-pump cracked, adn the back plate and housing separated. The pt was not reported to be affected by this incident.